Manufacturer narrative:
Section a2, a4 and a5: unknown/no information. Section d4, model and catalog number: a partial catalogue number was provided since the serial number is unknown. Section d4, serial number: unknown/no information. D4 expiration date: unknown as the serial number was not provided. D4 unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a if implanted; give date: unknown if the lens was implanted. Section d6b if explant; give date: not applicable as the iol was not explanted. H4 device manufacture date: unknown as the serial number was not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson(jnj) intraocular lens (iol) has ¿scuff marks¿ in the central optical zone. Several follow-ups were done to get more details however no further information was provided.